Event description:
It was reported that following a diagnostic catheterization procedure, a 6f angio-seal device was deployed in the pt's right groin. Slight leakage post deployment occurred and a small pressure dressing was applied to achieve hemostasis. There was no hematoma present. The pt was discharged approx two hours later. During movement from the car to the house, the pt bled and was transported back to the hosp. Manual pressure and a femostop were applied to achieve hemostasis and the pt remained hospitalized. It should be noted that this deployment was the fifth deployment for the physician. He is in the process of becoming certified to use the angio-seal device. Additionally, a pre-placement angiogram was performed and nothing unusual was noted. The pt is reportedly in good condition.